Event description:
A us distributor contacted zoll to report that a patient was allergic to the material that the holster was made out of and she developed a rash. There was no alleged device malfunction contributing to the irritation. Patient was prescribed cortisone cream and was given a steroid shot by a physician. Follow up indicated that the cream is helping with the rash.